Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy surgery, on transanal anastomosis, the instrument anvil (during the two full turns to open) ripped through the staple line. There was a minimal bleeding. Opened another stapler to complete the procedure.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy surgery, on transanal anastomosis, the instrument anvil (during the two full turns to open) ripped through the staple line. There was a minimal bleeding. Opened another stapler to complete the procedure.